Manufacturer narrative:
A maquet field service technician (fst) inspected the device and found it sustained damaged from apparent collisions with other devices in the room. In addition, the fst found that some users were grabbing the seal to position the cupola, instead of using the side handle, as instructed in the powerled operating manual. Maquet believes the deterioration of the peripheral seal was the result of these impacts directly damaging the seal, as well as the incorrect handling. Fst discussed replacement of the damaged seal with the customer. The poweled operating manual recommends users "check the lightheads for impact marks and any other damage" on a daily basis prior to use. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that a part of the peripheral seal of an operating cupola fell in an open cavity during a surgery. No injuries were reported to maquet. (B)(4).